Event description:
It was reported that after several seconds of lasing, both fibers had no power output. Rptr stated that during a lithotripsy procedure physician noted that after lasing for about 5 seconds using less than 10 watts there was no energy exiting the distal end. The machine (laser) placed on standby, a second fiber was connected. Physician depressed footswitch and after a couple of seconds noted that there was no effect at the treatment site. The laser procedure was stopped. No injuries were reported.